Event description:
I had the essure placed on (B)(6) 2004, and here are all the symptoms I have had over the past 9 years. Started with pain in my lower back and down to my tail bone, pain in my hips, my knees, my hands, my elbow. I have suffered with severe headaches, problems with my vision, problems sleeping due to the pain. I have been very tired, have had sharp pain in my vagina. Also vaginal itching with no infection. I have gone to several doctors to hear that they could not find the source of my pain. To feel the pain I felt and know the doctors can not figure it out caused some depression. This has taken time away from my family that I can never get back.